Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they are unable to select the measurement mode. There was no reported patient involvement.